Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address chronic dislocation on (B)(6) 2009 and again on (B)(6) 2010. This one-piece stem/head prosthesis was not removed at either of these revision surgeries and remains implanted in the patient.